Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device displays an error message regarding the microchip. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to directly address any symptoms. Pil cannot confirm the complaint of particles in water chamber, no accessories were returned with the device, and sd card not communicating, sd card communicated through therapy and investigation. Pil can confirm particles, likely from an outside contaminant.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device displays an error message regarding the microchip. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report the device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to directly address any symptoms. Pil cannot confirm the complaint of particles in water chamber, no accessories were returned with the device, and sd card not communicating, sd card communicated through therapy and investigation. Pil can confirm particles, likely from an outside contaminant.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in water chamber, sd was not communicating. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, pca, bottom enclosure, inside iso port, blower, blower box, and blower seal. Observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, blower, and blower box. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. During therapy and investigation, observed that the sd card was communicating. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In this report, linv was captured in box d: device third party device avail for eval. Date returned in box g: date received by mfg. In box h: device evaluated by mfg., problem device code, evaluation method code, evaluation result code, conclusion code was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device displays an error message regarding the microchip. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.